Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch due to high out of range pace impedances on the right ventricular (rv) lead. The impedances were greater than 2500 ohms. In addition, noise on the rv channel was present and was being oversensed. The noise was suspected to be due to myopotential. Isometrics were performed, but the noise could not be reproduced. The patient is not dependent. At this time, the system remains in service and the patient is being monitored. No adverse patient effects were reported.